Event description:
A review of service data detected a reportable problem. During servicing, the front response button on monitor sn (B)(4) was not working. The last patient ot use this monitor dud not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed an incoming functionality test due to an open wire (lead 2-) in the cable between ECG "c" and ECG "d". The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.